Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30093167m number, and no non-conformance related to the reported complaint condition were identified. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a right sided atrial flutter (r-afl) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase, the patient became hypotensive. Cardiac tamponade was confirmed by fluoroscopic image as well as transthoracic echo (tee). Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. Extended hospitalization was not required as a result of the adverse event. Patient¿s outcome is fully recovered. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Transseptal puncture was not performed. A st. Jude medical ram sheath, st. Jude medical agilis and st. Jude medical afl sheaths were used during the procedure. The generator was used in power control mode at 30 watts. The overall time for ablation and the last ablation cycle time at the site of the injury were not longer than 20 seconds at each site. The catheter irrigation was set at 17 and 30 ml/min for 30 w and under, and 31 w and over respectively. The highest force reading from the thermocool® smart touch¿ bi-directional navigation catheter was 30 grams.